Event description:
On (B)(6) 2013, the lay user/reporter in italy, the patient's mother, contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 1:00 pm the patient obtained the pre-lunch blood glucose reading of 345 mg/dl on the reported meter, which he claimed was inaccurately high. The patient's mother gave him a dose of 15 units novomix insulin based on this reading. At 3:00 pm the patient obtained the blood glucose reading of 58 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. It was reported that since (B)(6) 2013, the patient has experienced the symptoms of weakness, dizziness and headaches, and has obtained elevated blood glucose readings. On (B)(6) 2013, at 9:30 pm the patient obtained the blood glucose reading of 450 mg/dl on the reported meter, and a reading of 350 mg/dl on another manufacturer's meter, within 30 minutes of each other. At that time the patient was asymptomatic. The patient was treated with 2.5 units insulin. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and control solution were replaced. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.